Event description:
Customer's mother reported customer was changing her infusion set last night and her insulin pump alarmed no delivery. The issue was resolved by the third infusion set change. Customer's blood glucose was unknown. Troubleshooting was declined because the issue was resolved with an infusion set change. Customer was educated on proper infusion and reservoir change methods. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).